Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was last seen in (B)(6). It was noted that the healthcare provider (hcp) went back to (B)(6) of the year prior and reported that nowhere in the notes does it mention "either one of those diagnoses at all", when referring to cellulitis and rhabdomyolysis. It was reported that the patient was given a pump increase in (B)(6). It was noted that the patient continues to say that the pump is not very effective for pain at the time of report. It was reported that this is why they gave the patient an increase. It was noted that the only work ups the patient had are a CT of the t-spine and c-spine and there was nothing noted, it was normal. It was reported that the hcp saw nothing at all abnormal noted in the patient's chart and the hcp had no further information to provide. It was reported that maybe another physician diagnosed "these" things. It was noted that the patient had not mentioned any of this to them and had nothing further to provide at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's healthcare provider (hcp) told the patient that nothing was wrong. It was noted that since the pump was implanted the patient "knew something was wrong". It was reported that the patient was very happy with their previous pump and never had issues with it. It was reported that when they discharged him after the surgery, he went straight to the neurosurgeon and "said something was wrong". It was noted that the patient felt awful and like something was not right. It was reported that the patient had begged, cried and pleaded with their hcp. It was reported that the pump had ruined his life. It was reported that the patient had been bedridden for a year. It was noted that the patient's healthcare provider (hcp) told the patient to increase it and he will feel better. It was reported that the patient will not let their hcp do that. It was noted that the patient does not w ant to be an addicted junkie. It was reported that the patient had to "twist" the hcp to get a dye study. It was noted that he was told it was completely normal. It was reported that there was no volume discrepancies. It was reported that the patient had been to the emergency room 3 times because of this. It was noted that mainly because it is the only way to get a 2nd opinion because the patient's hcp refused to give the patient a referral to see anyone else. It was reported that all 3 times, the emergency room (ER) hcps told the patient they were in full narcotic withdrawal but the patient's managing hcp said that they do not know what they are taking about. It was noted that the patient had seen his primary doctors and had them run every test imaginable and the patient is fine. It was reported that the pump is causing all of this. It was noted that the patient had non-stop testing to include upper gi's, colonoscopies, mris, cat scans, blood testing, and urinalysis. It was reported that the patient had seen every specialist there is and the patient is healthy other than his pain. It was noted that the patient does in for refills once every 8 months. It was reported that the location of the pump and the burning in his abdomen is so bad he cannot even bend over to tie his own shoe. It was noted that the pump is wedged between his ribs and his iliac crest. It was noted that since the pump was implanted the patient had lost 35 pounds. It was reported that another hcp would not see the patient. It was reported that the patient wants the pump out.

Event description:
It was reported that, since the pump implant, the patient was ¿having trouble¿. The patient had a refill prior to the day of the report. The patient went home feeling better and, at about 9-10pm, had ¿massive narcotic withdrawal¿. The patient ended up in the emergency room and was ¿shot up¿ with morphine. The healthcare provider (hcp) at the hospital was unfamiliar with the pump. It was noted that the pump was ¿taking his life¿. The device system was used to deliver morphine. It was later reported that the patient inquired about how he would go about having their pump removed. It was noted that a healthcare provider (hcp) was refusing to remove the pump. It was reported that the patient had been sick and had been in and out of the hospital since it was replaced. It was noted that the patient had burning where the pump is located since the pump was replaced as well. It was reported that a healthcare provider (hcp) told the patient they will only change the pump if there is something wrong with it. It was noted that the patient had been to the emergency room (ER) 3 times going through withdrawal. It was reported that the patient did not remember the dates. It was noted that the patient heard their pump alarming the first time he went to the ER but not the other two. It was reported that all this had happened between the day of report and when the patient got their pump replaced on (B)(6) 2013. It was noted that the pump was used to infuse morphine. It was reported that the issue with pump started the day it was replaced on (B)(6) 2013. It was noted that ¿at this point¿ nobody wanted to touch him because he was previously working with another hcp. It was reported that the patient was not happy with their pump since it was replaced. It was noted that the patient had been sick ever since. It was reported that the patient had nonstop visits to the hospital, mris and CT scans. It was noted that the scan showed fluid buildup in the patient¿s abdominal. It was reported that the patient had leg swelling, constant stomach burning since surgery, cellulitis and rhabdomyolysis. It was noted that a healthcare provider (hcp) would not do anything if the pump is working. It was reported that the ¿pump is not consistent¿, that it may release too much medication or not give enough medication. It was noted that the patient had been diagnosed with withdrawal symptoms. It was reported that the patient would get shots for withdrawal symptoms and by the time the patient would get to their healthcare provider¿s office, the pump would be working again. It was noted that the patient could not remember when these episodes occurred. It was reported that the previous pump worked well.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n173704015, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Device code (B)(4) no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer 2018-aug-10. The patient reported since the pump was implanted (B)(6)2013 the pump would shut off. The patient stated the pain comes back and they go into massive withdrawal. The patient stated they go to their doctor or the hospital and they do blood work and they say, ¿it¿s your pump, see your pump doctor because the pump must be off.¿ the patient stated they then go to their pump doctor and do a read on it and it comes back on. Then the same thing will happen a couple months later. It was reported this has happened at least 2-3 times a year since implanted. The patient stated when the pump shuts off nobody can do anything about it. The patient states they do not know why the pump turns off. The patient reported their blood pressure goes through the roof. The patient stated they cannot go anywhere in case the pump goes off. The patient reported the pump works great when it is working. The patient stated they shut the log off, so it does not show on any report. No interventions were mentioned. It was reported the patient has discussed this issue with his doctor. No further complications were reported or anticipated.